Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, and labeling review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer observed falsely depressed results while using architect (B)(6) reagents. The following data was provided. Tested in (B)(6) 2018 0.81 s/co ((B)(6)) previous results tested in (B)(6) 2018 were higher, 2.17 s/co ((B)(6)). No impact to patient management was reported.